Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the pump experienced a placement signal not reliable alarm. The investigating engineer attributed the issue to the automated impella controller (aic). No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs confirms that all signals received from the optical bench were confirmed. Console was returned for investigation. The device issues could not be reproduced. During the inspection, visible light was observed coming out from the external optical pump connector. Additionally, measured "5s" parameter using the optical cavity were within the specification and the analog output from the ccd array of the optical bench did not show any distortion. The root cause for the placement signal not reliable alarm was most likely due to the intermittent failure of the optical bench (defective lamp or electronic components). A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.